Event description:
It was reported that during a da vinci si myomectomy procedure the jaws fell off the harmonic ace curved shears insert. There were no missing pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported issue. The insert was returned with the curved blade broken off at the distal end. The broken piece measured roughly .660 x .085. The blade fractured within the shaft, at the clamp arm pin. The insert was disassembled to find wear marks on the blade adjacent to the clamp arm pin. The wear marks indicated contact between the blade and pin, which likely contributed to fracture. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.